Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) and the associated outflow graft (lot 17044099-0558) were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a decrease in power consumption and estimated flow on (B)(6) 2021, followed by a second decrease in power and flow on (B)(6) 2021; however, no low flow alarms have been logged within the analyzed period. Information received from the site indicated that in addition to the low flows, the patient experienced shortness of breath, and the outflow graft occlusion was suspected. The patient's international normalized ratio (inr) was therapeutic and lactate dehydrogenase (ldh) was within normal range. Of note, it was reported that the foreign graft had been placed by the surgeon around the outflow graft at the time of implant. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to the outflow graft occlusion by the foreign graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Per the instructions for use, respiratory dysfunction and device thrombus are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional product: outflow graft h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction. Section b1, b2, h1 and h6 were corrected. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: lot#: unknown h6: patient ime code(s): e2402 h6: img code(s): g07001 this regulatory report is being submitted as part of a retrospective review and remediation due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿outflow graft, model #: 1125 / catalog #: 1125/ expiration date: 31-oct-2022/ serial or lot#:17044099-0558, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 01-oct-2020. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized with shortness of breath and decrease in ventricular assist device (vad) flow and power. The patient's international normalized ration (inr) was therapeutic and lactate dehydrogenase (ldh) were within normal range. There were concerns of possible outflow graft obstruction/occlusion. It was further reported that at the time of implant a gortex graft was utilized to cover the outflow graft. The vad and outflow graft remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and the associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a decrease in power consumption and estimated flow on 20-jan-2021, followed by a second decrease in power and flow on 02-feb-2021; however, no low flow alarms have been logged within the analyzed period. Information received from the site indicated that in addition to the low flows, the patient experienced shortness of breath, and the outflow graft occlusion was suspected. The patient's international normalized ratio (inr) was therapeutic and lactate dehydrogenase (ldh) was within normal range. Of note, it was reported that the foreign graft had been placed by the surgeon around the outflow graft at the time of implant. There is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to the outflow graft occlusion by the foreign graft, thrombus at the inflow cannula/outflow graft, and/or poor vad filling. Per the instructions for use, respiratory dysfunction and device thrombus are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: 17044099-0558 h6: FDA device code(s): a1409 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.